Event description:
A us distributor reported that a monitor will not power up.

Manufacturer narrative:
Device evaluation of the monitor has been completed. The reported problem (resetting) has been confirmed. Upon investigation the monitor was resetting. The cause for the resets was isolated to a defective u104 pxa processor on the computer/analog board. The root cause for the defective u104 pxa processor could not be positively identified. There were no adverse events associated with the monitor malfunction.